Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "main 3.2 cubie drawer failed by user, cannot recover" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu inspection process. According to work order#: (B)(4), the fse reported that the network cable was damaged and replaced. The fse replaced both retractors in drawer 3.1,3,.2. Also replaced broken latch stop. The fse tested fine in hardware test application. The fse cleaned both drawers and reseated all connections. The report was closed. During dchu visual inspection: pn: 353844-01: both "assy retractor dwr hh cubie" were received with copper strands in contact with adjacent copper strands. During dchu testing: pn: 353844-01: the testing from dchu was not required for both parts due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "main 3.2 cubie drawer/failed by user, cannot recover" was due to short between adjacent copper strands of both "assy retractor dwr hh cubie" (pn: 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 3.2 failed to recover, which located on s7-1. As per part investigation, it was determined that thermal damage due to short between adjacent copper strands of both assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.